Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the ramus. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. The device was on neutral pressure during delivery. Resistance was felt while trying to get the stent to the lesion. It was reported that stent dislodgement occurred during delivery to the lesion. The stent got caught on the calcium. The dislodged stent was removed from the patient using a snare, from the profunda. No patient injury was reported. It is noted that the stent dislodgement was due to the lesion and not the device itself.

Manufacturer narrative:
Product analysissummary: slight bends were evident on the shaft of the device which are co nsistent with coiling of the device for return. The stent was not present on the balloon and did return for analysis. Deformation was evident to the dislodged stent with the struts appearing stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.